Event description:
The interventional/radiology ultrasound team has not been testing the biopence device prior to using it to obtain the biopsy (per request of the argon representatives). After inserting the biopince biopsy device into the patient's liver, the device would not fire. A new biopince device needed to be opened and was then tested prior to using. This second device was then re-inserted through the liver capsule. The patient did not sustain any harm from this second event, but the team had to puncture liver capsule twice. The biopince device that malfunctioned was sequestered within the department. Manufacturer response for biopence full core biopsy system, 18 gauge x ____cm co-axial needle (per site reporter).